Manufacturer narrative:
Lot c331 was reviewed and there were no non-conformances; this lot met all release requirements. A review of the complaint categories shows no trend for alarm #46: accelerometer system alarm or drive tube leak/break. CAPA's (B)(4) were initiated for complaint category drive tube leak/break. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specs based solely on the info provided by the customer. (B)(4).

Event description:
Customer reported blood leak in centrifuge after accelerometer alarm. Customer stated that at 100 ml whole blood processed, accelerometer alarm occurred and they heard a loud noise. When they opened the centrifuge door, they noted blood sprayed in the centrifuge. Customer stated they aborted the procedure and did not return any blood or products to the pt. The leak was contained within the centrifuge. The customer stated that the drive tube wasn't broken, but looked as if was twisted. Pt is in stable condition. The kit will not be returned for eval. No service order was generated.